Manufacturer narrative:
Approximate age of device ¿ 3 years and 7 months. The pump remains in use supporting the patient. A direct relationship between the device and the reported event could not be determined. The instructions for use lists stroke and bleeding as potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was admitted to the hospital for intermittent signs of right sided weakness and right side facial droop. The hospital staff suspected that the patient experienced a small transischemic attack. The patient was also found to be anemic with a hemoglobin of 5.6 g/dl. A small gi bleed was suspected but no bleed was confirmed when the patient was scoped. The patient was transfused with 3 units of packed red blood cells and was monitored. The patient's neurology deficits reportedly improved by (B)(6) 2015. On (B)(6) 2015, the patient was discharged. It was reported that there were no issues with the pump and the pump parameters were within normal limits for this patient during the series of events.